Manufacturer narrative:
A 6 7/8" loose segment of catheter was returned to the MFR (MFR.) And hass been analyzed as follows: visual and microscopic examination of this loose segment of catheter revealed damage consisting of luminal narrowing, compression marks, discoloration and a transected break of the catheter. The damage found appears to have been caused by "pinch-off" resulting in the catheter shear. Some resistance was felt when the catheter segment was flushed with 5cc of sterile water. A clear flud with particles consistent with blood was collected. A trend analysis was performed on similar incidents for this catalog/lot number and a trend was not identified. A review of the device history record did not reveal any mfg variances related to this event. Based on the info available and the results of the MFR.'s analysis of the device, the report that "the catheter broke with one part lodged in the right heart" has been confirmed. Anatomically induced repetitive clavicular compression appears to have caused the damaged found during the MFR.'s analysis of the device. No further info is available. The customer will be notified of the MFR.'s findings and forwarded an article exclusive to "pinch-off sign" for their review. The MFR. Is now closing the file on this event. Submitted to the FDA 7/14/1998.